Manufacturer narrative:
Vyaire file identification: (B)(4).. The customer reported that they will not return the safety solenoid for evaluation. Therefore, no root cause could be determined. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
It was reported to vyaire medical that the vela ventilator occurring leakage sound when switching off the unit. The customer confirmed that there was no patient involvement associated with the reported event.